Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: ventricular assist device (vad) (B)(6) and the associated outflow graft (unknown lot number) were not returned for evaluation. The reported low flow event was confirmed via log file analysis which revealed a sustained decrease in power consumption and estimated flows beginning on (B)(6) 2023 leading to parameters below the normal operating range and fourteen (14) low flow alarms logged since (B)(6) 2023. Information provided by the site indicated that in addition to the low flow event, the patient experienced weakness in their legs, tiredness, and shortness of breath. The patient had an infection. It was further reported that the patient was admitted, and the location of the infection was the external driveline (dl). An echocardiogram (echo) "determined that an already diagnosed and well-known outflow obstruction has worsened". The patient was given antibiotics and antihypertensive medication. It was also reported that the vad was exchanged to a competitor device due to the outflow obstruction and dl infection. It was noted that the patient was in good clinical condition and accepted the vad exchanged. Based on the limited information available, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft and/or poor vad filling.¿per the instructions for use, infection is a known potential complication associated with the implantation of an vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have c ontributed to this event. Outflow graft h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced weakness in their legs, tiredness and shortness of breath. The patient had an infection. The ventricular assist device (vad) also exhibited low flow alarms. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the event details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for an update to: -a2. Age at event: -b2. Outcome attributed to adverse event: added life threatening -b5.desc evt problem -b7.relevant history added -h6. Patient codes (ime/annex e) -imf (annex f) health impact codes d1: heartware ventricular assist system ¿ outflow graft d4: model#: / catalog#: / expiration date: / serial or lot#: d9: no h4: mfg date: h5: no h6: patient ime code(s): e2328, e2312, e1621, e0717 h6: imf code(s): f08, f1203, f1905, f2203, f23, f2303 h6: img code(s): g04019 h6: FDA device code(s): a1409 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 additional information has been requested regarding the outflow graft serial number of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was admitted, and the location of the infection was the external driveline (dl). An echocardiogram (echo) "determined that an already diagnosed and well-known outflow obstruction has worsened". The patient was given antibiotics and antihypertensive medication. It was also reported that the vad was exchanged to a competitor device due to the outflow obstruction and dl infection. It was noted that the patient had also asked to have the vad exchange after refusal, until the worsened condition occurred. Of note the patient was in good clinical condition and therefore accepted the vad exchanged.